Event description:
It was reported that during a procedure the autoplex kit could not be opened because it was glued to the plastic wrapping of the whole package. Upon investigation it was determined that the monomer vial had broken. There were no adverse consequences, medical intervention or procedural delays reported with this event.

Manufacturer narrative:
Based on returned product evaluation, the most probable root cause on this particular event is that the product experienced forceful impact/vibration during shipping transit and/or customer handling/storage. The device has been discarded by the manufacturer.